Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer passed away. Cause of death was not provided. Per customer's obituary located online, customer passed away "at home after a lengthy illness". However, specific illness was not specified. Per medical examiner, customer was not a medical examiner's case. Per customer's hcp, customer had not been seen in so long that customer no longer had a patient file in the office. No further information was available. It was unable to be confirmed if illness was related to pump/supplies/diabetes.